Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed in may') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("I'm so sad that she didn't get a proper removal") and alopecia ("hair isn't coming back"). The patient was treated with surgery (cut tubes and pulled coils). Essure was removed. At the time of the report, the medical device removal and complication of device removal outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, complication of device removal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media report : alopecia, complication of device removal, medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.